Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I'm currently in a surgery at (B)(6) hospital. The following items broke during regular use. All broken items are believed to be retrieved. 1 x 288301024 adjustable drill bit; 2 x 288304000 poly driver. Update on 11-jan-2016, drill bit broke while drilling into patient. Screwdriver broke while inserteing screw.there was 5 min delay in the procedure. Drill bit - was retrivied using foreceps. Screwdriver - piece was retained in screwhead, screw was removed.

Manufacturer narrative:
One (1) 2.4 drill (product code: 2883-01-024, lot # 1007ng) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level reveals that the fracture of the drill (product code: 2883-01-024, lot # 1007ng) was located at the drill¿s distal end. The fracture analysis of the drill tip shows that the fracture occurred within the fluted region of the drill tip. The fractured surface reveals a rough appearance across the entire surface, indicating that the driver underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions the root cause for the breaking of the 2.4 drill tip cannot be positively determined. However, fracture analysis noted that the drill tip shows that the fracture occurred within the fluted region of the drill tip. The fractured surface reveals a rough appearance across the entire surface, indicating that the driver underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.